Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system emitted beeping tones due to high out of range shock impedance measurements. An x-ray was taken and confirmed the system placement could be optimized as the observed bending in the electrode could be causing tension on the system. The electrode was also noted to have been fractured. The entire system was subsequently explanted, replaced and expected to be returned for analysis. No additional adverse patient effects were reported.